Event description:
Additional information was received. The company representative went to the site and was able to successful interrogate the generator with no issue. There were no known issues with the physician programming system.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently left off the information that the physician programming system was functioning correctly.

Event description:
It was initially reported that the physician was unable to communicate with a new generator still in the sterile packaging. The physician attempted multiple times to interrogate the generator but was unsuccessful. There was back-up product available and the patient was implanted with another generator with no issues. Good faith attempts for more information have been unsuccessful to date.